Event description:
It was reported that the patient line extension disconnected from the patient line of an integrated automated peritoneal dialysis set. The home patient (hp) stated that when they went to the bathroom, they realized that the two devices were disconnected. The technical service representative (tsr) assisted the hp in ending therapy so that the hp could start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.